Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-sep-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 09-apr-2020. Labeled for single use? Yes if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced peroration and effusion. The leadless implantable pulse ge nerator (ipg) delivery system exhibited an unusual feeling with the deflection button and was unable to deploy the device. Thoracotomy was carried out. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.